Event description:
Patient had a cool line catheter in place; at 1500, normal saline bag ran dry. Assessed line and catheter, no obvious source of leaking. Primed new cool line tubing with new normal saline bag in place. At 1900, normal saline bag ran dry again. Cool line stopped and patient placed on cooling blankets until new cool line catheter could be inserted. Patient temperature reached 38.6 c at max.